Manufacturer narrative:
H10. Additional information in a2 and a3. Internal reference number: (B)(4). H11. Corrected information in b3 and b5. Internal reference number: (B)(4).

Event description:
Bilateral patient. It was reported that 11 years after a left hip replacement was performed, the patient underwent a revision surgery of the left hip because of bone destruction and osteolysis, related to metallosis. During surgery, large amounts of dark fluid came out of the joint. The patient¿s right hip was revised 8 weeks after the left hip revision (covered under (B)(4)). The patient stated that now he feels better.

Manufacturer narrative:
H3, h6: it was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Since part/lot details were not received for investigation no thorough manufacturing record review or assessment of the reported event can be performed. If the products or additional information become available in the future, the tasks will be reopened and performed. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. The available medical documents were reviewed. With the information provided the clinical root cause of the reported ¿osteolysis, pseudo capsule and metallosis¿ cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal performance of the implant. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined; however, the patient has reported ¿now he feels better.¿ without return of the devices used in treatment or additional information we cannot advance the investigation or confirm this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the information provided, factors known to contribute to the alleged fault include excessive physical activity levels and loosening of components, increasing the production of wear particles and accelerating damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that 11 years after a hip replacement was performed, the patient underwent a revision surgery because of bone destruction and osteolysis, related to metallosis. During surgery, large amounts of dark fluid came out of the joint. The current state of health of the patient is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).